Manufacturer narrative:
Concomitant medical products: 350973 lead, implanted: (B)(6) 2011, 346366 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic and diaphragmatic stimulaton. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.